Event description:
It was reported that the downstream occlusion seal at the bottom was torn. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified upstream occlusion seal damage and damage to the air detector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso seals and air detector were replaced and the device passed all testing.